Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced distal set-up joint (dsuj) on universal surgical manipulator (usm2) to resolve the issues of intermittent errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was returned to failure analysis, and the reported errors were confirmed but not replicated. In system logs, error 32100 was found coupled with error 32096 confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also tested on a patient side cart fixture test platform (pftp) where all relevant tests passed with no log errors. The complaint was confirmed based on failure analysis. Failure analysis concluded that the axes controller tornado (act) board is consistent with the reported event and the potential root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm2) had errors. Logs showed distal errors 32100 and 32096. The procedure was converted to another dv system with no reported injury.